Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial lead was returned in one piece. Final analysis found full breach outer insulation degradation near the connector boot.

Event description:
This report is to advise of an event observed during analysis.